Event description:
The customer contact reported charred and melted prongs on the male end of the ac power cord plug. The device was returned to the biomedical department with an unsigned note that stated "plug was charred when wall socket sparked". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, charring and melting were noted to the prongs on the male end of the ac power cord plug. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found smoke residue to the blades and prong of the ac power cord plug. One blade had evidence of arcing. The probable cause for the smoke residue and arcing on the blades and prong was a broken ac receptacle in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.